Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenotic lesion was located in the non calcified left anterior descending artery. The physician advanced a 1.5x15mm apex push balloon to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).